Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 24-jan-2022 to 24- jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the r\malfunction occurred due to the device's power management settings. A field service engineer reconfigured power settings by turning off all the features and settings that might have caused the station to enter sleep mode. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen unexpectedly enters sleep mode in the middle of cases. The customer added that users tapped the screen multiple times to reactivate the screen and ended up selecting the wrong medication for the patient. No other information was released regarding this event. This malfunction caused a delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction occurred due to the device's power management settings. Power settings were reconfigured by turning off all the features and settings that might have caused the station to enter sleep mode. The station was rebooted and tested successfully. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen unexpectedly enters sleep mode in the middle of cases. The customer added that users tapped the screen multiple times to reactivate the screen and ended up selecting the wrong medication for the patient. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.